Event description:
It was reported that the power cord in the cardiosave intra-aortic balloon pump (iabp) was jammed and it does not retract. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) evaluated the iabp unit and confirmed that the cable was not returning to its starting position correctly. The fse opened the side cover and unlocked the cable reverse mechanism. The iabp was then released to the customer and cleared for clinical service. Due to character limitations the complete e1(site name) - fundacio assistencial de mutua terrassa this report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).